Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was over 500 mg/dl, at the time of hospitalization. At the time of incidence, customer reached with 761 mg/dl, blood glucose value in the hospital. Customer was treat with insulin pump and manual injection for high blood glucose level. Customer was off with auto mode feature. The insulin pump will not be returned for analysis.